Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male pt (age unknown), the clinician observed that a wire had become dislodged from the electrode pad. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.